Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device could not be interrogated. Magnet response revealed ventricular pacing at the programmed rate of 65 ppm. In previous follow-ups since may 21, 2000, the measured battery current varied from 26ua to 294ua. The device was subsequently replaced.